Event description:
During removal of ivus ultra sound sheath, distal end broke off, lodging in the left circumflex artery and aorta. Required surgical intervention to remove the catheter. Retained portion was approx 8-10 inches in length.